Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusions alarms occurred. The customer's blood glucose level was 439 mg/dl. The customer changed supplies. It was also reported the customer blood glucose level read "high" on cgm, a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. A systems check was performed with tandem technical support and no issues were identified, the customer resumed insulin therapy.